Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The o2 inlet filter was reconnected to resolve the issue. No report of patient involvement. No UDI available as device was manufactured prior to UDI compliance date. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in insufficient oxygen or fresh gas flow. There was no patient involvement.